Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), alopecia ("lost hair") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("I have gain so much weight"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), alopecia ("lost hair") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("I have gain so much weight"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: plaintiff fact sheet was received. Case becomes incident. Event added from pfs- migration of essure device location of device, abnormal bleeding (general), dysmenorrhea (cramping). Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.